Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced the battery cap contact was missed and missing battery cap metal contacts and which led to high blood glucose event. The customer reported blood glucose value of 412 mg/dl. The customer reported that had hyperglycemia and was hospitalized greater than 24 hours for the treatment and were treated with manual injections. The customer reported hyperglycemia. The event involved product(s) unomedical, mmt-1880l, mmt-332a. Customer declined the troubleshooting. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. Troubleshooting was performed for battery cap contacts damage. Customer reported damage to the contacts inside the battery cap through self-service diabetes. Shop portal. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-1880l. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap damaged and contacts were missing and had high blood glucose event. The customer reported blood glucose value of 412 mg/dl. The customer reported hyperglycemia. Customer treated the hyperglycemia with manual injection and under gone hospitalization greater than 24 hrs. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, hospitalization: overnight stay. The event involved product(s) unomedical, mmt-1880l, mmt-332a. Customer declined the troubleshooting. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-1880l. No product return is required for mmt-332a.